Manufacturer narrative:
A photo was provided of the progel platinum applicator that was set up for use. Photo shows the push rod has been completely pushed down on the plungers. It can be seen that the contents of the cartridges back flowed into the applicator housing when the push rod was deployed. The spray tip has been removed from the applicator housing and was not shown in the photo. It is also visible one of the glass cartridges is broken as reported. Photo evaluation shows the most likely root cause is that the product was set up for use resulting in the progel platinum contents setting up in the applicator tip. This may have resulted in a tip clog which caused the backflow of the contents into the housing. Forces applied with a clogged tip could have resulted in the glass break found. However, based on the information provided and without a sample to review a definitive conclusion cannot be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions for use (IFU) supplied with this device states "during applicator assembly, the progel push rod is designed to lock in to the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during the procedure, the progel platinum plunger was blocked and the two ampoules broke in the syringe. Some of the product could nevertheless be sprayed. There was no reported patient injury.

Event description:
As reported, during the procedure, the progel platinum plunger was blocked and the two ampoules broke in the syringe. Some of the product could nevertheless be sprayed. There was no reported patient injury. Addendum: the procedure being performed was a robotic-assisted pulmonary lobectomy procedure, the ampoules broke while spraying. The product was used within 20 minutes of mixing peg and sterile water.

Manufacturer narrative:
A photo was provided of the progel platinum applicator that was set up for use. Photo shows the push rod has been completely pushed down on the plungers. It can be seen that the contents of the cartridges back flowed into the applicator housing when the push rod was deployed. The spray tip has been removed from the applicator housing and was not shown in the photo. It is also visible one of the glass cartridges is broken as reported. Photo evaluation shows the most likely root cause is that the product was set up for use resulting in the progel platinum contents setting up in the applicator tip. This may have resulted in a tip clog which caused the backflow of the contents into the housing. Forces applied with a clogged tip could have resulted in the glass break found. However, based on the information provided and without a sample to review a definitive conclusion cannot be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions for use (IFU) supplied with this device states "during applicator assembly, the progel push rod is designed to lock in to the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges." Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document additional event details and to document this to be a similar device report. Progel platinum is not approved for use in the USA. This report is a similar device report for progel, which is approve/marketed in the USA. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
A photo was provided of the progel platinum applicator that was set up for use. Photo shows the push rod has been completely pushed down on the plungers. It can be seen that the contents of the cartridges back flowed into the applicator housing when the push rod was deployed. The spray tip has been removed from the applicator housing and was not shown in the photo. It is also visible one of the glass cartridges is broken as reported. Photo evaluation shows the most likely root cause is that the product was set up for use resulting in the progel platinum contents setting up in the applicator tip. This may have resulted in a tip clog which caused the backflow of the contents into the housing. Forces applied with a clogged tip could have resulted in the glass break found. However, based on the information provided and without a sample to review a definitive conclusion cannot be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions for use (IFU) supplied with this device states "during applicator assembly, the progel push rod is designed to lock in to the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges." Addendum #1: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document additional event details and to document this to be a similar device report. Progel platinum is not approved for use in the USA. This report is a similar device report for progel, which is approve/marketed in the USA. Addendum #2: h11: this supplemental MDR is submitted to correct medical device manufacturer. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during the procedure, the progel platinum plunger was blocked and the two ampoules broke in the syringe. Some of the product could nevertheless be sprayed. There was no reported patient injury. Addendum: the procedure being performed was a robotic-assisted pulmonary lobectomy procedure, the ampoules broke while spraying. The product was used within 20 minutes of mixing peg and sterile water.